Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that protaper gold s1 25mm ster file broke during use. The broken parts could not be retrieved. Patient referred to endo specialist. Further treatment pending. Further information requested.

Manufacturer narrative:
Investigation summary: nine protaper gold shaping files s1 25mm were returned (1 file in loose + 8 unused files). The file in loose is broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review. Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information: the outcome of this event, a fragment had to remain in situ and the tooth was sealed with a root filling. As for the other fragment, I still don't know whether it could be removed.